Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 33 mmol/l. The customer had ketones and was vomiting. The customer treated with the insulin pump and changed the infusion set, but continued to have elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.